Event description:
It was reported to nova biomedical on (B)(4) 2013 that sometime last week, the consumer received higher than expected results on his glucose meter. When the consumer received a result of "hi" (greater than 600 mg/dl) on his glucose meter he administered an unk amount of insulin and subsequently experienced a hypoglycemic event requiring medical intervention. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips as instructed in our directions for use. It was also revealed that the consumer transfers test strips from one vial to another, which may contribute to the loss of integrity of the test strips. The consumer did not have any control solution to perform a test while on the line. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.